Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer blood glucose level was 498 mg/dl. The customer was treated with insulin pump. The customer was admitted to (B)(6) hospital on (B)(6) 2015. The customer could not get blood glucose down so her mother took her to emergency room. The customer was discharged for her blood glucose went down. On (B)(6) 2015 the customer was hospitalized also for high blood glucose. The customer blood glucose level was 650 mg/dl. The customer was treated with insulin drip with saline and now was treated with insulin pump, blood glucose down 226 mg/dl. The customer was admitted to kadlec regional medical center. The customer's mother will call back with insulin pump in order to troubleshoot.